Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025 in order to reposition the device. It was also reported that, the patient was hospitalized for a week in order to get pain medication via IV (date not reported). However, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent second revision surgery on (B)(6) 2025 under general anesthesia to reposition receiver/stimulator without removing the electrode. The implanted device remains.